Event description:
The customer reported two cases in which the light pipe fiber probe was at 100% power and started smoking. This occurred about 20 mins into the case. Another probe was opened and the case was completed with no add'l issues. There was no pt injury. This MDR is for the first of two pts. For the second pt, reference MDR #2028159-2008-00254.

Manufacturer narrative:
Two probes have been returned for investigation and analysis is pending. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.